Event description:
Information was received indicating that this peripheral intravenous catheter exhibited infiltration and there appeared to be blood at the insertion site. The catheter was removed and upon inspection it was noticed that the tip was missing. Ultrasound confirmed the catheter tip remained lodged in the basilic vein of the left forearm. The patient required surgical removal of the catheter tip. No additional adverse patient effects were reported.